Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer board was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board was failed. A field service engineer inspected and reseated all cables, checked sensors, and examined the controller boards. Part number 121985-01 was replaced, but the issue persisted. Subsequently, the controller boards were swapped with alternate units, which resolved the problem. A drawer was then successfully added to the storage space configuration. The system functioned as intended after the field service engineer repaired the device.